Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her device had not been working for the past year. She lived in a new state now and did not know who to talk to have it checked. There were no symptoms reported the patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The cause of the device not working and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.